Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) explained the error and how it can occur. The biomedical engineer was able to reproduce the error and will test the device before returning to service for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.